Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicate and confirm the complaint "1162" error. The ¿1162¿ error was found indicating ¿ac magnetic cannula sensor fault¿ on the universal surgical manipulator (usm) ¿0x2¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where axes controller motor (acm) fan test was found to be failing on the ¿0x2¿ axis. Once testing was completed, the acm was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acm board was found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The usm has been received for failure analysis testing, but the fa has not yet been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, persistent error code 1162 occurred on universal surgical manipulator (usm) 1. The customer tried to recover the error and power cycled the system, but the issue was not resolved. The tse confirmed multiple errors in the logs pointing to usm 1 issue. No further information is provided.